Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had an a33 alarm on her insulin pump during the rewind sequence. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.